Event description:
The customer's wife reported that her husband experienced four heart attacks over an eight month period "due to dka as a result of the pods not delivering appropriate insulin." On one occasion, his bg level had reached 1,116 mg/dl. She couldn't provide any detailed information about the pods that were associated with the incidents. The report states that the customer was hospitalized because of the heart attacks, but no information as to his length of stay or the treatment administered was provided. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to high bg levels. No specific failure modes were noted in the report. Based on the information provided and in the absence of device evaluations, we cannot confirm any condition that would have resulted in a failure of the pods to administer the programmed doses of insulin. No conclusion can be drawn. No pod lot number was provided - a review of the lot qualification records was therefore unable to be performed.